Event description:
It was reported an issue with novosyn suture. The client reported that a patient received caesarean section on (B)(6) 2024. Repair of the hysterography with an overjet after 2 x-stitches at the corners. Post-operative management was straightforward and the scar was clean with no local signs of inflammation. The staples were to be removed in 7 to 9 days by the home care nurse. The patient consulted the emergency department on (B)(6), 2024 for abdominal pain, discharge from the scar and externalization of adipose tissue. Clinically, there were epiploic fringes on the skin, with total disunion of the scar and, ultimately, evisceration of the caesarean section portal, indicating the need for repeat surgery. During the operation, the staples were removed and the entire fascial overjet was eviscerated, along with the epiploic and digestive contents. The operation was performed without incident. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: no information regarding batch or possible batches received. Without closed and/or defective samples a proper analysis cannot be performed. Please note that in the instructions for use of the product, in the side effects area it is stated: as with all other suture materials long contact with salt solutions, such as urine and bile, can lead to lithiasis. An existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. The following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. Batch manufacturing record: without batch or list of possible batches the review of the batch manufacturing records cannot be done. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.